Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose level ranged from 178-179 mg/dl. At the time of the report, the customer did not have alternate method of insulin therapy. Customer to contact healthcare provider for an alternate method of insulin therapy.